Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during lead replacement procedure, the physician elected to replace the device as it is under advisory. The patient was stable, before, during, and after the procedure.